Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, deformation and wear abrasion. Weight measurement identified the device weight was to the specification. A microscopic analysis was performed which identified no other observation. Based on the device analysis, the final assessment is the unit is not ruptured.

Event description:
Healthcare professional additionally reported concern with textured product.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and rupture. Device remains implanted.